Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd connecta¿ 3-way stopcock the connection was not secure and leakage occurred. This occurred three times. There was no report of patient impact. The following information was provided by the initial reporter: quality issue reported for the 3 steps key device used in CT. The 3 steps key device is found united in the part which it fits to the branula (catheter), making impossible the correct union and leading to a leakage of the contrast.

Event description:
It was reported while using bd connecta¿ 3-way stopcock the connection was not secure and leakage occurred. This occurred three times. There was no report of patient impact. The following information was provided by the initial reporter: quality issue reported for the 3 steps key device used in CT. The 3 steps key device is found united in the part which it fits to the branula (catheter), making impossible the correct union and leading to a leakage of the contrast.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos. Inspection of the photos provided determined that there was no damages or abnormal conditions on the sample that could have contributed to the reported failure mode. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.